Event description:
Patient was reclining in bed with head of bed elevated approx 45 degrees. Patient was attempting unsuccessfully to lower head of bed using hand held control with nurse observing patient pushing appropriate button. Nurse visually checked electric cord connection to verify that it was plugged into wall. Suddenly, there was a loud noise and the head of the bed dropped down to a flat position.